Event description:
Device malfunction: difficult to remove, vessel locator wings did not retract. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a technician trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery, after a diagnostic procedure. Reportedly, after good clip deployment the device was difficult to remove. It was noticed after the device was removed that the vessel locator wings did not retract as expected. The clip was deployed in the vessel but a slight ooze continued, therefore, manual compression was applied for one minute for safety to ensure that hemostasis was achieved. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.